Event description:
It was reported that the left ventricular (lv) lead had high threshold and eventually non capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk implantable cardioverter defibrillator, (B)(6) 2012; 5076 implantable pacing lead, (B)(6) 2006; 6947 implantable tachy lead, (B)(6) 2009. (B)(4).